Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient with an implant able neurostimulator (ins) for movement disorders. It was reported that the patient had a partial system explant due to an infection, along with redness and swelling. Cultures were done but the results were "not completely convincing". There was a strain of "something" that could have been cross contamination. The caller inquired about how an allergic reaction would present itself, however the hcp was convinced the patient had an infection. The issue presented itself as redness around the left ins, and then went to the right ins. There was also a scab on the patient's head on the right side. The patient was given oral antibiotics to resolve the infection. Both of the patient's ins's were explanted along with their lead/extension on the right side. No further complications were reported as a result of this event.

Event description:
Additional information was received from a consumer reporting that the patient got an infection and that is why the dbs system was removed. The patient's mother verified that the left ins and left extensions were removed on (B)(6) 2017; the right ins was removed on (B)(6)2018; the right leads and right extensions were removed on (B)(6)2018; and left leads were removed on (B)(6) 2019.

Manufacturer narrative:
D10: product ID 3708660, serial# (B)(6),I mplanted: (B)(6) 2016, explanted: (B)(6)2017, product type extension, product ID 3708660, serial# (B)(6), implanted: (B)(6) 2016,explanted: (B)(6) 2017, product type extension product ID 3387s-40 lot# va1b7vn, implanted: (B)(6) 2016 explanted: (B)(6) 2019, product type lead. Product ID 3389s-40. Lot# va1bbx3, implanted: (B)(6) 2016, explanted: (B)(6)2019, product type lead product ID 3708660, serial# (B)(6), implanted: (B)(6) 2016explanted: (B)(6) 2018, product type extension product ID 3389s-40 lot# va1bbx3 serial# implanted: (B)(6) 2019, explanted: (B)(6)2018,product type lead product ID 37612 lot# serial# (B)(6), implanted: (B)(6)2016, explanted: (B)(6) 2018, product type implantable neurostimulator product ID 3708660 lot# serial# (B)(6),implanted: (B)(6)2016,explanted: (B)(6) 2018, product type extension product ID 3387s-40 lot# va17nn0 serial# implanted: (B)(6) 2016,explanted: (B)(6) 2018, product type lead h6. Due to imdrf harmonization, all codes have been updated to the most current coding. Additional review indicates that information from manufacturer¿s report #3004209178-2019-12222 was already reported in this report ( #3004209178-2018-06682). Any additional information regarding this event will be submitted as a supplemental submission to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.